Event description:
The consumer reported that the patient had been having a lot of pain and didn't know if it was from the stimulator or not. It was in their lower stomach below the belly button and sometimes went up by their breasts and hit the low to mid back. The patient was in severe pain and had been vomiting. This was due to a sudden change in symptoms about a month and a half ago in (B)(6) 2016. The patient wondered if this was normal or common and if they should turn the stimulation off to see if that was the cause. The patient didn't want to turn it off and feel worse because they already felt horrible as it was. The patient would have an appointment with a nurse on (B)(6) 2016 to turn the device off. The patient would call the implanting health care provider's (hcp's) office to see if they could get more answers to their medical questions from them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.